Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had black dots on the display. Customer stated the anomaly persisted after battery was changed. The s-test was fine. Asked customer to return broken insulin pump for analysis. The customer's blood glucose was unknown.

Manufacturer narrative:
The insulin pump was received with partial display due to bleeding glass on the lcd board. The operating currents are within specifications and passed self test, a21 error test, rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. The insulin pump had minor scratches on the lcd window.